Event description:
Reference number (B)(4). Event occurred in poland it was reported that patient faced infusion set tape not sticking event on (B)(6)2026. The patient reported that the tape was unsticked after couple of hours. No further information available.